Event description:
Boston scientific received information that this caller reported events of vp (vs). The patient has had high thresholds and therefore, device outputs were programmed to 4.0v @ 0.5ms. No adverse patient effects were reported.

Manufacturer narrative:
The clinician called back after connecting the patient to a surface ECG and sending in the strips for review, a bsc technical services consultant confirmed ventricular loss of capture. Lead impedance measurements are stable and the patient is paced 60% in the ventricle. The caller will discuss the clinical observations with the patient's physician. No other adverse events have been reported. This event will be re-evaluated if additional information is received. Additional information was received that intermittent capture was still being observed over seven years after the initial clinical observations were reported. The capture issues were observed in both bipolar and unipolar modes. The physician suspects the issue is related to the refractoriness of this patient's heart. No other adverse events have been reported. This product issue will be updated if additional information is received.